Event description:
It was reported that the lead exhibited post sensed t-wave oversensing. The sense/pace portion of the lead was capped and replaced and the defib portion remains functioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.